Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number # 2124215-2025-27771 for the first polarsheath for the second polarsheath. It was reported that air was observed in the lateral port of the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. After ablating the left pulmonary veins, when approaching the right veins, air was observed in the lateral port of the sheath. The polarx and polarmap were withdrawn from patient and the air bubble was aspirated. The catheters were re-flushed, and the sheath was replaced (same batch/lot). Upon introduction of the balloon into the second sheath, a small air bubble was seen in the lateral flushing port. Again, the polarx and polarmap catheters were withdrawn from the sheath and the air bubble was aspirated. Introduction was repeated and air resolved. The procedure was completed successfully with the second sheath. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized hemostasis testing. The device was gently pressurized with at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed. Additionally, the test was run again with the handle submerged. No bubbles were observed, and it passed testing. No bubbles were observed during the aspiration test.

Event description:
It was reported that air was observed in the lateral port of the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. After ablating the left pulmonary veins, when approaching the right veins, air was observed in the lateral port of the sheath. The polarx and polarmap were withdrawn from patient and the air bubble was aspirated. The catheters were re-flushed, and the sheath was replaced (same batch/lot). Upon introduction of the balloon into the second sheath, a small air bubble was seen in the lateral flushing port. Again, the polarx and polarmap catheters were withdrawn from the sheath and the air bubble was aspirated. Introduction was repeated and air resolved. The procedure was completed successfully with the second sheath. There were no patient complications. The device is expected to be returned for analysis. This is sheath 2.